Event description:
It was reported that customer was hospitalized, twice, for high blood glucose levels and diabetic ketoacidosis (dka). Customer expressed the following symptoms of high blood glucose: feverish, burning urination. Customer's blood glucose reading at the time of emergency room visit was 600+ mg/dl, on both occasions. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.